Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: investigation revealed evidence of moisture behind the display lens. A leak test was performed and failed due to bolus button and case crack leaks. The pump was opened up and evidence of moisture was found throughout the internal pump components. Unrelated to the original complaint, the audio bolus button cover was damaged; however the bolus button was responsive during the investigation. In addition, a crack was noted to the battery compartment and to the pump case in between the case seal and the keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).